Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation with a burning sensation under the hydrogel area. The patient reported the irritation was itching and red. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. Use of the monitor was discontinued by the doctor due to the irritation. The irritation improved.